Event description:
The account generated architect (B)(6) results on two donors who tested roche (B)(6). The account stated the two donor samples were real seroconversion samples. No impact to patient management was reported. This report is for donor 1 of 2 total. (B)(6).

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect (B)(6) combo list 4j27, that has a similar us product distributed in the us, architect (B)(6) combo, list 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The investigation team received three specimens from the customer site. Of these three specimens only one specimen (sample ID (B)(6)) gave a (B)(6) result during architect hiv ag/ab combo testing at the customer site. The investigation team performed the following evaluation with the customer returned specimen: testing of the customer returned specimen, sample ID (B)(6) with a retained sample (reagent kit stored at abbott laboratories) of architect hiv ag/ab combo reagent, lot number (B)(4), as replacement for the unknown lot number, generated a (B)(6) result. Therefore, the customer result could be repeated. -further, the patient sample caused a (B)(6) result on the (B)(6) specific western blot new lav I test and on the (B)(6) specific western blot new lav ii test. The patient sample caused a (B)(6) result on the innotest (B)(6) test. The sample was additionally (B)(6) when tested with the prism (B)(6) combo assay as alternate screening assay. On the basis of these results sample ID (B)(6) has to be considered as not (B)(6) for the architect hiv ag/ab combo assay. Furthermore, the investigation team performed the following evaluation to address the sensitivity performance of the reagent lot used at the customer site. The reagent lot numbers of architect hiv ag/ab combo reagent causing the (B)(6) patient results are unknown in the complaint. A review of the shipping history for (B)(6) to (B)(6) was performed. From the list of all reagent lots shipped to (B)(6) in the timeframe in question when the (B)(6) results were generated, lot numbers (B)(4), which had been evaluated in the scope of another complaint evaluation performed in 2008, were randomly chosen to be reviewed within this complaint evaluation as representative for all reagent lots potentially involved in the complaint. Three (B)(6)-sensitivity specimens had been showing normal performance without (B)(6) results. Panels are internal measurement standards used to test product performance prior to lot release. Since the (B)(6) panels were used in this evaluation as replacement of low running (B)(6) patient specimens the primary objective was to obtain a (B)(6) result, which was successfully demonstrated with all three panels. In addition two commercially available (B)(6) panels ((B)(4)) were tested using reagent lot (B)(4) to assess the clinical sensitivity of the reagent lots. The obtained results were compared with test data received from tests of (B)(6) panels on the architect hiv ag/ab combo assay during clinical evaluation. Both reagent lots detected the same bleeds as (B)(6) with comparable (B)(6)-values for the (B)(6) panels. Based on these data it was shown that the sensitivity performance of lot number (B)(4), evaluated as replacement for the unknown lot number, is not adversely affected. To assess whether the sensitivity performance of reagent lot (B)(4), which caused (B)(6) results in abbott investigation testing of the customer returned specimen, is adversely impacted, in-house sensitivity panels and two commercially available (B)(6) panel ((B)(4)) were tested. All analyzed sensitivity panels were well within the specification range used for master lot release and the (B)(6) panel results were compared with data from the manufacturer of these panels. For panel (B)(4) the reagent lot detected the same bleeds as (B)(6) with comparable (B)(6) as the data from the manufacturer. For panel (B)(4)even one bleed earlier was detected as (B)(6) as the data from the manufacturer. Based on these data it was shown that the sensitivity performance of reagent lot number (B)(4) is not adversely affected. All generated / reviewed data demonstrate that the sensitivity performance of the architect hiv ag/ab combo assay, is not compromised and the performance fulfills the package insert claims with regard to sensitivity. It is recognized that methods for the detection of (B)(6) and/or antibodies to (B)(6) may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). Based on the reported information you provided, the specimen may have been taken from the patient in the early phase of infection where (B)(6) only could be detected. No product deficiency was identified.